Event description:
Healthcare professional reported problems with device whereby the device -urine- read negative for two -2- patients, but ultrasound confirmed the patients were pregnant. Patients were estimated to be 7-weeks pregnant. Patients did not receive any adverse treatments before ultrasound confirmed pregnancy.